Manufacturer narrative:
(B) (4).

Event description:
The patient experienced pain and swelling "beside" the device which occurred in (B) (6) 2008. The device was explanted and the pain and swelling resolved. Further information was requested from the healthcare professional.